Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of diabetes and hypertension. The patient presented to hospital with left-sided chest pain, shortness of breath and bilateral lower extremity pain. Diagnostic testing revealed evidence of deep vein thrombosis (dvt) in the right and left peroneal veins. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe). The filter was implanted via the right femoral vein and placed at the level of l2-l3 without complications. More than ten years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed an infrarenal filter that was oriented along the axis of the inferior vena cava (ivc). The tip of the filter extended approximately 4mm above the inferior margin of the lowest renal vein. The CT scan further noted questionable evidence of extension of a right anterior filter strut outside the wall of the ivc. There was no evidence of organ perforation or filter fracture. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the medical records the patient was reported to have a history of diabetes and hypertension. About six days prior to the index procedure, the patient was admitted to the hospital for complaints of left-sided chest pain associated with shortness of breath and pain in the legs. The patient was found to have deep vein thrombosis (dvt) of the right and left peroneal veins. The inferior vena cava filter (ivc) was then indicated prophylactically. The groins were prepped and draped, and the right femoral vein was accessed with a needle. Using fluoroscopy, a guidewire was placed in the inferior vena cava. A cavogram was completed revealing patency of the inferior vena cava with no clots. Subsequently, the filter was inserted and released a the l2-l3 level. There were no reported complications. The patient was discharged a day later. About five days after the index procedure, the was diagnosed with left upper lobe pneumonia via a computerized tomography (CT) scan after presenting to the emergency room with chest pain and shortness of breath. The patient was discharged six days later. Approximately ten years and ten months after the filter was implanted, the patient underwent a CT scan indicated for ivc filter evaluation. The scan reported an infrarenal ivc filter in place, oriented along the axis of the inferior vena cava. The tip of the filter extends approximately 4mm above the inferior margin of the lowest renal vein. There is questionable extension of a right anterior filter strut outside the ivc wall. There is no evidence of organ perforation and no evidence of filter strut fracture. Cholelithiasis without evidence of cholecystitis was an incidental finding. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of this event approximately ten years and ten months after the filter implantation and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation outside the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation outside the vena cava.